Manufacturer narrative:
(B)(4). Additional information on description of event: the drain fluid was clear and the patient was reported to have recovered from the peritonitis.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for this event. The patient was treated with vancomycin (injection, 2gm/5day), cefepime (injection, 1 gm, od), tobramycin (injection, 40mg, od), forcam (orally, 150mg, od) and heparin (injection, 25000 iu x 5 ml tds). No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.